Event description:
The following has been reported: "on (B)(6), pump was used for infusion of 250 ml standard solution and 1 vial of iloprostat. Nurse declared to have set pump with flow rate 5 ml/h and time 30 minutes. After 20 minutes nurse noticed that infusion was almost finished, so about 250 ml were infused in about 20 minutes.". Reporting due to the referenced issue. No reports of any adverse effects sustained by the patient. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was sent to brézins for investigation. Nothing was found during external and internal check. Several functional tests were carried out and specifically flow rate accuracy. All performed successfully and values were compliant with IFU specifications compared to settings. However device log analysis showed that the infusion started with the reported programming that is 5ml/h however it was later on increased to 10, 15 and 20ml/h which explains why it looked like the infusion run faster than it should have. There was therefore no technical or functional issue for this device as calculated infused volume matches recorded volume. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.